Event description:
An endeavor sprint rx drug eluting stent was implanted in the distal lad. Approximately 18 months post the index procedure, the patient suffered a gi bleed. The investigator has indicated the event was not related to the study device. At the 12 month follow up, the patient's cardiac status was reported as class I per the (B)(4) cardiovascular society class (ccsc) of angina.

Event description:
(B)(4) has adjudicated that the previously reported gi bleed event occurred 17 months post index and not 18 months post index procedure, and has assessed that the event was probably related to the index procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (hemorrhage). (B)(4).